Manufacturer narrative:
Of the five devices, three lot numbers were provided and lot history reviews were performed. All the five devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For four malfunctions, the investigations are confirmed perforation of the inferior vena cava. For one malfunction, the investigation is inconclusive for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved all five patients with no consequences. Of the five patients, four patients' ages were reported to be between 53-83 years and two patients¿ weight were reported to be between 131-183 lbs, two patients were reported as male, and two patients were reported as female. All other patient details were not provided.